Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd connector. No button error alarm noted. The device also had a scratched lcd window noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. The customer was advised to reset the device by removing the battery for 2 hours and inserting a new battery and if issue persisted, do an 8 hour reset and call back if the problem is not resolved. Blood glucose value was 130 mg/dl. The customer called back and stated the issue persisted. The insulin pump was replaced and returned for analysis.